Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure it was discovered that the grasping end of the prograsp forceps instrument was non-functional due to a broken cable. The instrument was reportedly not used on the patient. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the grip pin dislodged at the distal end, causing the grip tip to be partially dislodged. No damage to the cables was observed. The root cause of a dislodged instrument grips pin is attributed to be related to manufacturing. The instrument was further investigated and additional observation was observed. The instrument was found to have various scratch marks, with light material removed on the main tube. The scratch marks were 0.058¿ - 0.138¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions on the instrument main tube is typically attributed to the mishandling and misuse. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the instrument log for part number: 471093-11 batch/lot number: k11211220-0042 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022on system (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument's grip pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.